Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included anxiety, drug dependence, vaginal discharge, vaginal irritation, vaginal odor, anxiety and bipolar disorder. Concomitant products included buprenorphine from 2013 to 2018, celecoxib (celexa) since 2018, olanzapine (zyprexa) and venlafaxine hydrochloride (effexor) since 2016. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection: uti") and depression ("psychological or psychiatric problems: depression"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction: nickel"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes);). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, depression, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered allergy to metals, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received. Events abnormal bleeding (vaginal, menorrhagia); allergic or hypersensitivity reaction: nickel; infection: uti; psychological or psychiatric problems: depression; nausea; dental problems; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); pain; fatigue; weight gain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.